Event description:
Upon due diligence of the reported event, it was determined a medwatch report should not have been filed because the complaint is a duplicate of (B)(4) (reporting information covered in MDR reports: 0009613350-2023-00551). Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). Upon due diligence of the reported event, it was determined a medwatch report should not have been filed because the complaint is a duplicate of (B)(4) (reporting information covered in MDR reports: 0009613350-2023-00551). Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). D10: hip-unk-liner-unk; item# hip-unk-liner-unk; lot# unknown. G2- germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : item number and lot number unknown.

Event description:
It was reported that the patient visited the clinic with hip complaints, and an x-ray identified a ceramic head fracture. The patient underwent surgery to replace the inlay and head, and the broken head fragments were removed. Due diligence is in progress for this event; to date no further information has been provided.